Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 120 mg/dl, and the meter bg reading was 110 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 112 mg/dl. The customer consumed sugar packets to address bg level. The customer lost consciousness, and experienced seizures/convulsions. Additionally, the customer had a cut on the forehead and a tongue lesion. Subsequently, the customer was transported to the emergency room (ER). Bg was treated with intravenous fluids of insulin and saline. The customer was released a few hours later with the issue resolved and no permanent damage. System check with technical support did not identify any additional issues with the pump or related supplies. This level of inaccuracy does not present significant medical risk according to the parkes error grid. No additional patient or event information was available.